Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple increases in dose were not beneficial. A dye study was performed and the catheter was patent. The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.